Manufacturer narrative:
Patient identifier and weight are unknown. Date of postoperative secondary fracture is unknown. (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 21, 2015 - expiry date: july 1, 2025 no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for acromioclavicular joint dislocation with a locking compression (lcp) clavicle plate on (B)(6) 2015. During a follow up visit on (B)(6) 2015, x-ray imaging confirmed the presence of an acromion fracture. A revision procedure was scheduled for (B)(6) 2015 in order to have the lcp plate removed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted the acromion fracture could be confirmed. It was reported the surgeon believed that the patient's occupation as a chief cook may have contributed to the fracture due to daily repeated movement upwardly and downwardly as well as occasional heavy lifting.